Event description:
Same case as #2134265-2008-04980, 04993, 04994. It was reported that during a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The target lesion was located in a tortuous and severely calcified left anterior descending artery (lad). The physician attempted to advance a taxus liberte' 2.5x16mm drug eluting stent but encountered difficulty crossing the lesion. The device was withdrawn from the pt and it was noted that the stent had dislodged from the balloon and could not be visualized. The physician then inserted multiple balloon catheters, including a 2.5x12mm maverick balloon, to predilate the lesion. A dissection of the proximal and mid section was noted. Several attempts were made to cross the lesion with multiple devices, including 3 taxus express2 atom stents, a taxus liberte' stent and a non-bsc stent. The physician was finally able to cross with two taxus liberte' 2.5x8mm drug eluting stents which were implanted in the proximal dissection area. The mid section was not treated. The procedure was complete and the pt was "fine". One hour later, the pt went into ventricular fibrillation. Resuscitative measures were performed and the pt was brought back to the ccl where they found that the lad had closed from the point of the mid section. The pt arrested once in the cath lab. A balloon pump was inserted and the pt was sent to surgery. No further complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.